Event description:
On (B)(6) 2010, asnis3 6.5mm operation was performed. Then the extraction operation was performed on (B)(6) 2012. One screw could not be turn by cannulated screw driver. Surgeon used extractor for the screw, the tip of extractor was broke. The screw could not be extracted, then it was cut the part that it came out of a bone. The surgeon leave the tip of screw to bone and finished the operation. After the operation, t-handle and extractor were not provided.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Associated device (B)(4), elastosil t-handle large ao coupling, lot unk.